Manufacturer narrative:
Vyaire medical file identification: pc (B)(4). The equipment was received in vyaire facility. The service technician visually inspected the unit, confirmed reported "does not deliver any flow" problem. Connected a known good ac adapter and patient circuit. Powered on the unit and confirmed the unit does not ventilate. Opened the unit and found that the q5 chip on the blower module is burnt. Cleaned the unit and replaced the blower module with a known good one and passed.

Event description:
The customer reported thate the revel ventilator does not deliver any flow. The customer confirmed that there is no patient involvement associated with the event.